Event description:
It was reported that the patient¿s system was explanted due to needing an MRI. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension. No device analysis was performed; the device met risk-based analysis criteria. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.